Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device intermittently failed to power on, glitched, and cycled off and on, consistent with device restart/malfunction and a potentially unresponsive display, and a replacement was sent while blood glucose remained unaffected. Symptoms included no reported clinical effects. Outcomes included no impact on health or hospitalization. Investigation included internal review of the reported malfunction and collection of device use information with instruction to sync data and return the device for assessment and inspection of the returned device. Investigation of this device revealed a suspected hardware or display/power subsystem malfunction consistent with previously observed intermittent restart behavior. It was concluded, based on previously established findings for similar reports, that the cause was likely a device hardware malfunction.